Event description:
The customer reports the physician was about to perform an embolisation case and the staffs was preparing for all the consumables when they noticed that two vials of bearing v400ep was completely empty. The seal was not opened prior to noticing the empty vial. No additional details were provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The photos provided by the customer appear to have two empty vials. The actual device was not returned, and the packaging was open, therefore, the cause cannot be determined. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.